Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.